Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the cartridge was filled with 480 units of insulin, and the customer was able to remove approximately 250 units from the cartridge when the insulin gauge decreased to 15 units. The customer reloaded the cartridge and received an accurate fill estimate. Review of the pump data logs by tandem technical support showed that after loading a new cartridge onto the pump, the customer received an accurate fill estimate. However, after the delivery of a 22 unit bolus request, the fill estimate decreased inaccurately. Reportedly, the customer recently consumed a meal and due to taking awhile to resume insulin therapy, the customer's blood glucose (bg) level elevated to 311 mg/dl. The customer delivered a correction bolus to address bg level.